Event description:
Nurse found PICC line in 2 pieces. PICC line was found snapped at hub. No bleeding noted. Line had clotted. Catheter removed and measured. Measurement confirmed entire line removed.